Event description:
Surgeon was using burr to débride bone in hip when he noted a small "fleck of blue plastic" fell off the burr. The fleck was removed via suction and not other debris was noted. The burr functioned as expected with no further incident. Burr used: 5.5 mm high visibility sheath abrader burr, dyonics 72203127, lot# 50714900, exp date 08/15/2020.